Manufacturer narrative:
Additional, changed, and/or corrected data. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side rupture. The device has been explanted. Healthcare professional additionally reported right side capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a deformation. The weight of the device was within specification. After the autoclave cycle a cloudy color in the gel and voids were observed. Based on the device analysis the final assessment is no openings were observed on the device. Additional/changed and/or corrected data : a.4; b.5; d.4; d.9; g.4; h.3; h.4; h.6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1 d.4, d.6a, d.6b, g.2, h.4, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.